Event description:
The customer reported while loading a patient into the ambulance, the stretcher allegedly would not function. It was alleged the issue created a delay in transport and possibly an adverse effect on the patient due to the extreme cold weather at the time of the incident. No further details have been provided.

Manufacturer narrative:
The device was evaluated by an authorized service technician. The issue could not be duplicated by the technician therefore; the device was function tested and returned to service. No further details have been provided pertaining to the patient involvement.

Event description:
The customer reported while loading a patient into the ambulance, the stretcher allegedly would not function. It was alleged the issue created a delay in transport and possibly an adverse effect on the patient due to the extreme cold weather at the time of the incident. No further details have been provided.